Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized with peritonitis. On (B)(6) 2011, the patient received fortum (2gm, once daily,ip) and reflin (2gm, once daily,ip). The root cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized. The event of peritonitis was resolving and the patient continued taking fortum and reflin. Dianeal pd2 ultrabag therapy continued. The patient's concomitant medications were not reported. The nurse believed that dianeal pd2 ultrabag therapy was unrelated to the event of peritonitis.